Manufacturer narrative:
(B)(4). One used bravo ph capsule delivery device was received for evaluation. Visual inspection found that the delivery system guide wire was bent. This may result in the capsule not properly attaching to the patient's esophagus or not detaching from the delivery device. Thus, the investigation identified the root cause of the reported event to be user error.

Event description:
Customer reported bravo ph capsule failed to attach. A repeat procedure was performed. There was no harm to the patient or user.